Event description:
It was reported a vns pt experienced an increase in seizures due to unk reason and was taken to the hospital due to the increase. A battery life calculation was requested by the treating physician and was not near end of service. Moreover, additional info was received from a company rep indicating the pt had undergone prophylactic generator replacement surgery. Good faith attempts to obtain additional info as well as the explanted generator have been unsuccessful to date.